Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lack of audible alarms when the centrimag pump was removed from the centrimag motor was not confirmed. The returned centrimag motor was evaluated by service depot alongside known working test centrimag equipment. The motor was connected to a mock circulatory loop and ran for several days without any issues or atypical alarms produced. While the motor was connected to the system, a test centrimag pump was removed from the motor, and an audible and visual alarm activated each time without any issues. A full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and tested unit was forwarded to the customer site after passing all test per procedure. A log file was downloaded from the returned centrimag console and data from the event date of (B)(6) 2025 was reviewed. The data in the log file did not indicate any issues with the console. Throughout this timespan the pump was observed to have been removed and installed in the centrimag motor multiple times, and each time that the pump was removed an alarm activated as expected. The alarms were muted and cleared with a minute of activating. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including pump and motor related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag console appeared to not be working correctly. It was described that the console was not alarming audibly for the red heart alarm for ''a pump not inserted" yet it would audibly alarm as a yellow alarm when a flow probe was removed. It was recommended to shut off the console and try and start again. It was unclear if the motor was not fully communicating to the console or if the console was the primary culprit. With no resolution of the issue, both the motor and console would need evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.